Manufacturer narrative:
Occupation - clinical engineer. PMA/510(k)- k130280. The actual sample was received for evaluation. Visual inspection revealed no break, no deformity, or no other anomaly that could lead to leaks. The actual sample was built into a circuit with tube and filled with normal saline (colored for better visibility), and then circulated at 3000 rpm with centrifugal pump. No leak was observed. Subsequently, circulation was continued while the tube connected to the bcp port was squeezed. As a result, leak occurred. Next, a cable tie was attached to the connection of the bcp port and the tube while the tube was squeezed. As a result, no leak was observed. The bcp port after removed from the tube was inspected under a magnifier. No deformity or no other anomaly was noted in the appearance. Compared to a current product sample, no difference was noted in the outer diameter. The tube from another brand, which had been attached to the bcp port during the event, was inspected under a magnifier. Contact marks of the cable tie and of the bcp port edge suggested that the cable tie had been attached slantingly with respect to the bcp port edge. The actual sample after rinsed was attached to a factory-retained tube, the blood channel was filled with normal saline, and the blood outlet port tube was obstructed with forceps. The actual sample in this state was pressurized at 2 kgf/cm2 from the blood inlet port for six hours. As a result, no leak was observed. A review of the device history record and product-release judgement record of the involved product code/lot# combination was conducted with no findings. IFU states: band all connections in the circuit. Do not use an oxygenator and reservoir that leaks. Replace it with another capiox fx25 oxygenator and reservoir. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that the a gap was generated in the connection between the bcp port and the other brand's tube due to the connection area having been subjected to an external load; the connection between the bcp port and the tube from another brand was not sufficiently tight because the cable tie was fixed in a manner that it had positioned slantingly over the bcp port edge. However, the exact cause of the reported event cannot be definitively determined based on the available information. This report is for the second device reported, for the first device reported that was used on the same patient see MDR 9681834-2021-00005. (B)(4).

Event description:
The user facility reported that the involved capiox device was used pre-treatment. When priming was performed after the oxygenator was built into circuit, a leak occurred at the tube attached to the bcp port. The patient was not harmed. The procedure outcome was not reported.